Event description:
It was reported that everything was working fine, but 2 weeks prior to report the patient's grandson jumped on their back and stimulation stopped. It was noted that at the time of report the battery did not recharge, and did not show up or communicate with the clinician programmer, recharger, or patient programmer. It was reported that the last successful recharging session was 3 to 4 days before the incident but when they looked at recharge stats, they stated that the last recharging session was (B)(6) 2013. It was reported that an antenna locate feature produced 52-54. It was noted they saw a por icon, and at the time of report the patient was getting 6 cubes and recharging normally. It was logged the manufacturer representative was going to stay with the patient until 25% full to then clear the por with the clinician programmer. Additional information received reported the manufacturer representative was able to recharge the device. It was noted they sent her home to finish after charging it to 25% full in the office.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).